Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 182766: 80 items manufactured and released on (B)(6) 2018. Expiration date: 07/26/2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had hip pain after a week from the primary surgery ((B)(6) 2019). A bone fracture around the femoral stem was discovered from the x-ray on the (B)(6). Revision surgery performed successfully on (B)(6). Stem has been replaced.